Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedances measuring greater than 2000 ohms. Additionally, there were observations of undersensing and loss of capture however, there was no asystole. Subsequently, this lead was explanted and replaced successfully. No additional adverse patient effects were reported.